Event description:
A malfunction alarm with code malf 19 was reported by the customer, indicating an issue with their insulin pump that could not be reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as backup insulin therapy while waiting for a replacement pump. Technical support agreed to send a replacement pump with updated software and provided instructions on storage mode and return procedures for the faulty pump, which the customer understood and acknowledged.